Event description:
Information received from the (B)(6) clinical database. Treatment of a left unruptured ica (internal carotid artery) sidewall aneurysm measuring 11.87mm. It was reported that the patient presented with right sided weakness, numbness, and gait difficulty underwent pipeline embolization treatment on (B)(6) 2012. The patient experienced worsened dizziness since baseline on (B)(6) 2011. It was reported that the right sided weakness, numbness, and gait difficulty improved on (B)(6) 2012.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).